Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021 .

Event description:
The biomed reported a ventilator experienced a proximal pressure sensor autozero failure. The device was evaluated by the facility biomed. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4:29mar2021. B4:05apr2021. The facility biomed evaluated the device with assistance from philips remote service engineer (rse). The customer reported having switched the data acquisition board; however, the problem remained. The customer was then recommended to replace the solenoids 3 and 4 per service manual by the rse. The customer swapped solenoids 3 and 4 from another unit, but the problem remained. The rse then recommended replacing the gas delivery assembly (gds). Multiple good faith effort attempts were made to reach the customer to obtain additional information regarding the malfunction, event, and repair details with no response from the reporter. If new information is received, a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.